Event description:
Reporter noted anterior chamber collapse occurred during procedure. Found incorrect assembly of aspiration and irrigation tubing to the cassette. Changed cassette to complete procedure. No pt injury occurred.